Event description:
The customer reported (3) false positive results with the idnow covid-19 assay performed on various dates involving various lots . This report is (2) of (3) and addresses lot m212794 total quantity (2) was performed on (B)(6) 2022. The customer received positive result on (B)(6) 2022. A confirmation test (pcr) was performed and generated a negative result . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02490 through 1221359-2022-02492. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m212794 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m212794, test base part number 190-430 / lot m212794. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m212794 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue .however, a possible assignable root cause is patient sample interference. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. Reference MFR. Reports: 1221359-2022-02490 through 1221359-2022-02492.